Event description:
It was reported that a spectrum pump had no loading animation. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no:(B)(6) the device was received for evaluation. During functional testing, no loading animation was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower aux. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.